Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, h6 (type of investigation).

Event description:
It was reported that during routine inspection, the cs300 intra-aortic balloon pump (iabp) detected an automatic inflation failure. There was no patient involvement or harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, type of investigation, investigation findings, investigation conclusions, h11. A getinge field service engineer fse was dispatched to evaluate the unit. The fse reported that the unit was not used for a long time. The fse discovered abnormal data from the drive valve group leading to a preliminary diagnosis of the drive valve group. The fse quoted the customer for the repairs but due to the high cost of the repairs and the multiple departmental approval process the customer decided to not proceed with the repair.

Manufacturer narrative:
Due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump(iabp) had an automatic inflation malfunction. There was no patient involvement.